Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthesof 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges pain. The patient's right hip is in the system (com-(B)(4)) high metal ions are alleged. High metal ions,at this time have not been alleged at this point for left hip. The stem will be added for the left hip as it was for the right hip, as it is unclear as to which hip caused the alleged high ions. No date of revision has been provided. The head and liner are being added for pain. Update ad 05 sep 2018: com-(B)(4) has been re-opened under pc-(B)(4) due to the receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges loosening of cup. Doi: (B)(6) 2010 - dor: none reported (left hip). Patient is bilateral please see pc-(B)(4) for the right hip.